Event description:
A lead extraction procedure commenced to remove a right atrial (ra) lead due to occlusion. A spectranetics lead locking device (lld) was inserted into the lead to provide traction. After advancement was made past the occlusion using a spectranetics 14f glidelight laser sheath and spectranetics medium visisheath dilator sheath, the physician chose to halt the extraction. An attempt was made to unlock the lld from the lead without success, so the ra lead and lld were cut and capped and remained in the patient. The patient survived the procedure. This report captures the lld within the ra lead which was cut and capped and remained in the patient.

Manufacturer narrative:
H3): a portion of the device was discarded and a portion remained in the patient, thus no investigation could be completed. H6): lld cut/cap is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.